Manufacturer narrative:
A system log review was not performed since there is insufficient or unconfirmed event information. No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic system was reported.

Event description:
A review of a literature article transoral robotic surgery in oropharyngeal squamous cell carcinoma: a comparative study between da vinci single-port and da vinci xi systems was performed. The study's aim was to compare the intra- and post-operative outcomes, technical advantages, and shortcomings of transoral resections performed with the da vinci single port (sp) and the da vinci xi systems using a large-volume academic center using transoral robotic surgery (tors) to treat oropharyngeal squamous cell carcinoma (opscc). Patients diagnosed with an opscc who underwent tors by the senior author¿s (shk) team between january 2015 and january 2023 were included. The article noted that that during these dv surgeries, a total of 6 patients had major post-operative bleeding that required hemostasis and 4 patients were dependent on tracheotomy and feeding tube 6 months after surgery in the sp group. There were no specific da vinci device malfunctions reported, nor did the author alleged that isi products caused or contributed to any adverse event.